Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo o2 ventilator when the device was powered on. There was no serious patient harm or injury that occurred or was reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred on a trilogy evo o2 ventilator when the device was powered on. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative 'machine flow drift high' error code was found in the device's error log relating to a fluctuation volume of a flow sensor deviates from the standard. The service technician states that contamination was confirmed on the machine flow sensor and that the flow sensor was replaced to resolve the issue. Additionally, the system printed circuit assembly (pca) board, blower assembly, 3 way solenoid valve, proportional valve, low flow o2 connector, blower chasses plate, blower cap, outlet side panel, blower mount, blower bellows seal, fio2 housing, dual limb cup, filter cover, oxygen blending module sub assembly, blower chasses tubing, fio2 tubing, low flow o2 tubing, and system pca tubing were also replaced. Periodic maintenance 2 was performed. The air inlet foam filter and particulate filter were replaced for maintenance. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.